Event description:
It was reported that bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked saline when removing the syringe. The following information was provided by the initial reporter: "the nurse have a luer slip syringe with saline, on a mz5301 and at the end of it she takes the syringe off, and there comes small stink of saline in her face and eyes."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz5301 sample was not available for investigation; and details of the lot number were not provided. The feedback provided by the customer indicates that upon disconnection of an unknown luer slip syringe, the clinician experienced splashing of saline onto their face and eyes. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Without a sample a definitive root cause for the customer's experience could not be determined in this instance; however previous investigations have identified that if the connecting male luer is disconnected from the maxzero too quickly, it is possible for droplet separation of this nature to occur as any fluid droplets would be propelled due to the spring force of the piston. As a result of a small number of similar reports, bd has updated the directions for use (dfu) with the following recommendation related to disconnection of the device: ¿when disconnecting a luer-lock or luer-slip syringe or tubing set from the maxzero connector, carefully rotate the luer counter clockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5301 product in the past 12 months.